Event description:
Rn reported that during use of the coupler, gem 2754 (3.5 mm), the inner and outer packaging seemed to stick together. When the surgeon was performing the anastomosis of a free-flap, and tried to close the coupler, it would not engage and join the rings together properly. Another coupler was used to complete the procedure. There was no pt harm.

Manufacturer narrative:
The coupler rings were returned with the jaw assembly. One of the rings was pushed back partially into the jaw and was not aligned properly. This ring was quite distorted in the jaw. Also, none of the pins were aligned with the mating holes on the corresponding rings. Both of the rings had bent pins. During the synvosis investigation, the ring was taken out and reinserted correctly into the jaw. Some of the pins aligned, but the ring was too distorted in an oval shape and the bent pins would not align with the holes. According to the device history record, the devices met specification at the time of MFR, with no non-conforming material, normal yield and no material was scrapped. 100% functional alignment testing is performed on each device during assembly. Regarding the inner and outer packaging sticking together, in march 2008, after this lot of material was packaged, it was identified that there were some inner and outer lids sticking together in a manner that would not affect the sterile integrity of the package. An add'l inspection was implemented to detect and prevent this occurrence.